Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer fiasp is off label.